Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the site to investigate the reported event. The fse performed a system test drive and there was no trouble found. The system was tested and verified as ready for use. A review of the site's system logs for the reported procedure date was conducted by the tse. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted benign hysterectomy procedure, the customer converted to another da vinci system after the start of the procedure due to the non-intuitive motion issue. Additionally, the procedure was delayed by more than 30 minutes.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the vessel sealer extend (vse) instrument stopped having intuitive motion halfway through the case. Prior to calling intuitive surgical, inc. (Isi) technical support, the customer power cycled system, integrated electrosurgical unit (iesu), e-100, and swapped out vse instruments. The customer also stated that they moved the vse instrument to a different arm but issue persisted. The isi technical support engineer (tse) reviewed the logs and found no associated faults. The tse had the customer check if lots were different or the same, and the customer reported that lots were different. The tse had the customer reseat the sterile adapter, check cable connections, power cycle iesus again but the issue remained. The customer noted that the instrument led was not illuminating when it was installed. The site brought in another vision side cart (vsc) and asked if they could just use the e-100 and iesu without swapping towers. The tse informed the customer that they could not and had to do a full tower swap. The customer swapped towers. The non-intuitive motion stopped, and the instrument led illuminated. The procedure was converted to another da vinci system with no reported injury.